Manufacturer narrative:
Database inconsistencies repaired; system tested successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the image processing pc failure caused a display issue during use on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.